Event description:
It was reported that upon screw insertion the head of the screw sheared off at the shaft, the head also broke off. The shaft of the screw was left in the patient. The doctor did not predrill but the rest of the screws used, inserted fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.